Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The 4.0 x 140 pin (144140) tip broken. Upon taking the pin out of the femur, dr. (B)(6) took the pin out and the scrub tech noticed the difference in length of the pins. The hospital does not release x ray or patient information due to hipaa. Tka procedure. As reported by the mps, the broken pin was discarded. The lot number is unknown due to it being discovered after the case. The broken tip is in the patient¿s bone.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the bone pin broke during the case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: not performed as lot number was not provided. Complaint history review: not performed as lot number was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
4.0 x 140 pin (144140) tip broken. Upon taking the pin out of the femur, dr. (B)(6) took the pin out and the scrub tech noticed the difference in length of the pins. The hospital does not release x ray or patient information due to hipaa. Tka procedure. As reported by the mps, the broken pin was discarded. The lot number is unknown due to it being discovered after the case. The broken tip is in the patient¿s bone.